Manufacturer narrative:
The remote service engineer (rse) confirmed that the device was not going into standby and verified that the average air standard liters per minute (slpm) reading was -0.02. The rse advised the customer that this may be the cause of the device not going into standby and may be resolved by performing flow sensor zero calibration per the service manual. The rse also informed the customer that software revision 3.2 needed to be installed to be able to perform flow sensor zero calibration. The rse requested field correction order to install software revision 3.2 and perform flow sensor zero calibration. A field service engineer (fse) was dispatched onsite and confirmed that the issue was resolved after fixing the device. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that although the device passed all preventive maintenance (pm) testing, it did not go into standby mode, and the button was not activating. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) confirmed that the device was not going into standby and verified that the average air standard liters per minute (slpm) reading was -0.02. The rse advised the customer that this may be the cause of the device not going into standby and may be resolved by performing flow sensor zero calibration per the service manual. The rse also informed the customer that software revision 3.2 needed to be installed to be able to perform flow sensor zero calibration. The rse requested to install software revision 3.2 and perform flow sensor zero calibration. The investigation is ongoing.